Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead had a significant wear on the lead insulation noted, and slight conductor were showing. This rv lead was surgically abandoned, and a new rv lead was placed. No additional adverse patient effects were reported.